Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen with a concentration 2000 mcg/ml at a dose of 195.2 mcg/day. It was reported the patient had a refill of the pump a few days ago, and on (B)(6) 2017, the patient was admitted to the hospital to rule out sepsis. The hcp stated the patient had a fever and lactic acidosis. The hcp stated they checked the cerebrospinal fluid (csf) for infections and was negative. The hcp did state there was a thought there was some swelling over the pump and was wondering if that was normal. The area of infection was the pocket, but the infection was not confirmed at the time of the report. It was unknown if the infection was related to the device. The change in therapy/symptoms was considered sudden. The infection was associated with the refill. The patient outcome was hospitalization. The hcp did not know managing hcp information. No further complications were reported.